Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used during a procedure on an unknown date. According to the complainant, the distal part of the balloon was not completely deflated and therefore could not be withdrawn through the endoscope. The balloon was inflated again but this did not resolve the issue. The catheter and endoscope were withdrawn together, and the catheter was pushed out of the distal side of the endoscope and cut with a pincer in order to be removed from the endoscope. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the distal end of the device was cut and not returned. The catheter was found to be kinked. Functional analysis could not be performed due to the condition of the device. The noted defect likely occurred due to anatomical or procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used during a procedure on an unknown date. According to the complainant, the distal part of the balloon was not completely deflated and therefore could not be withdrawn through the endoscope. The balloon was inflated again but this did not resolve the issue. The catheter and endoscope were withdrawn together, and the catheter was pushed out of the distal side of the endoscope and cut with a pincer in order to be removed from the endoscope. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.